Event description:
A malfunction alarm occurred, displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided assistance with resetting the pump, and the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and to call back if any malfunction codes appear again.